Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was repirted that that the customer received a battery out limit alarm as well as a battery error alarm. It was also reported that the customer received an automatic restart alarm. Customer also stated that when she pushed the act button the numbers kept going up. Customer's blood glucose level at the time 122mg/dl. Advised insulin pump would be replaced. No additional information was provided.